Manufacturer narrative:
The insulin pump passed the rewind, self-test, idle current, run current, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to confirm motor position encoder error alarm due to erased history file. We were unable to perform off no power, unexpected restart error, occlusion, no delivery test due to motor error alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer also confirmed that there were additional motor error alarms listed in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.